Event description:
It was reported that there was a persistent downstream occlusion. The event occurred during infusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: (B)(6) 2025 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and a downstream occlusion alarm was noted. The device was visually inspected and a delaminated downstream occlusion seal was verified. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.